Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-sep-2016. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a patch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pain / chronic pelvic pain. She underwent a hysterectomy to remove the essure coils approximately 7 months after insertion. This event is listed in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Despite the limited information, given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 04-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and she was advised that her coils were properly placed. However, post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal bloating, chronic back pain and excessive rashes. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2012, plaintiff underwent a hysterectomy to remove the essure coils. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pain / chronic pelvic pain. She underwent a hysterectomy to remove the essure coils approximately 7 months after insertion. This event is listed in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Despite the limited information, given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and rash ("excessive rashes"). The patient was treated with surgery (laparoscopic total hysterectomy with robot assistance with partial bilateral salpingectomies). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension and rash outcome was unknown. The reporter considered abdominal distension, back pain, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted for essure removal date: (B)(6) 2012 quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a patch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. Imrdf/FDA codes error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and rash ("excessive rashes"). The patient was treated with surgery (laparoscopic total hysterectomy with robot assistance with partial bilateral salpingectomies). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension and rash outcome was unknown. The reporter considered abdominal distension, back pain, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted for essure removal date: (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain / chronic pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. 869764) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes") and dyspareunia ("painful intercourse and the likes").essure was removed on (B)(6) 2012. The patient was treated with surgery (laparoscopic total hysterectomy with robot assistance with partial bilateral salpingectomies). At the time of the report, the outcomes for pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal distension and rash were unknown. The reporter considered abdominal distension, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort, pelvic pain and rash to be related to essure administration. The reporter commented: discrepancy noted for essure removal date: on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: coils were properly placed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-apr-2021: upon internal check, this case (B)(4) /bus (B)(4) is duplicate of case (B)(4)/bus (B)(4).all data transfer from this (B)(4) case to this (B)(4) case. Reporter information and lot no. Added reference section updated. New event added: painful intercourse. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain / chronic pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. 869764) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes") and dyspareunia ("painful intercourse and the likes").essure was removed on (B)(6) 2012. The patient was treated with surgery (laparoscopic total hysterectomy with robot assistance with partial bilateral salpingectomies). At the time of the report, the outcomes for pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal distension and rash were unknown. The reporter considered abdominal distension, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort, pelvic pain and rash to be related to essure administration. The reporter commented: discrepancy noted for essure removal date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: coils were properly placed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: in previous follow-up, the clock start date should have been 5-apr-2024. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.